Event description:
Dr. (B)(6) argued with a colleague during my refractive eye surgery and overcorrected my left and undercorrected my right eye. She took away my best vision by not providing the full truth about laser eye surgery. Harm was done to my corneas and irreversible damage. I now suffer from multiple lasik eye complications plus she overrode my dilation test she received minutes before my surgery. A valuable test needed to ensure you are a lasik candidate. My test clearly shows my pupils dilate past the lasik scope so now I can no longer see in any dim lighting, horrible nighttime vision, my depth perception is gone, ghosting, double vision, and now I have an astigmatism that was never there before in my vision. This was created from the laser. I only decided to get laser eye surgery because I thought it was safe and clearly, it's not. The truth needs to be out there and the FDA needs to do better. My quality of life has been ruined.